Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 9/12/2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on 12/10/2010. Information was subsequently received on 10/20/2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for (B)(4) reporting and is therefore being submitted as a 30-day report. Evaluation summary (B)(4) inner insulation separation, outer insulation cosmetic mio and esc and cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary. The initial reported event was received on (B)(6) 2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2010. Information was subsequently received on (B)(6) 2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary (B)(4) outer insulation breached mio, outer insulation cosmetic mio and esc, outer insulation cosmetic depression. Proximal segment returned and analyzed.